Manufacturer narrative:
The insulin pump had unexpected restart alarm after battery change. The insulin pump was unable to prime during prime test due to faulty force sensor resistor. The insulin pump was unable to perform functional testing due to prime anomaly. No scrolling numbers display anomaly during testing noted during testing. The insulin pump had scratched display window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer reported that the insulin pump was not delivering insulin. The customer stated that the numbers were scrolling without input from them. The customer's blood glucose was over 400 mg/dl at the time of incident. The customer was advised to revert to back-up plan. The insulin pump will be returned for analysis.